Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and loosening.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Complaint sample was returned and evaluated, confirming the reported revision. The component was found to be within dimensional specification where measured. One of four cement plugs was found to still be assembled to the plate. Some discoloration was noted on the inferior plate surface. The device history records were reviewed with no deviations or anomalies found. Review of the complaint history found no other reports of this nature regarding the reported lot number. Review of compatibility matrix for devices used in combination found the implants to be compatible. A definitive root cause for this event cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.